Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have multiple cracks on grip input disks #6 and 7. This failure likely caused the loose grip cable and clip test failures observed. The complaint was confirmed by failure analysis. Additional observations related to the customer reported complaint: the instrument was found to have a loose grip cable at the proximal end. The instrument passed the intuitive motion test. A clip test was performed and failed. This failure is likely due to the cracked input disks observed. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and able to retain the clip through engagement but could not apply the clip. The clip was unable to clip onto the tubing after multiple attempts. The instrument was found to have corrosion on the bearings. The grip input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large hem-o-lok clip applier instrument was not closing the clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was related to unsuccessful clip application. The type of clip used was a hem-o-lok violet 10mm clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue occurred on the fifth clip attempt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.